Manufacturer narrative:
H6: investigation summary: bd had not received samples. 3 photos were visually evaluated with no issues being identified. Therefore, 5 retention samples from both lots from the bd inventory were evaluated by visual examination and functional examination and no issues were observed relating to additive abnormality, overfill or leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the retention testing was within specification limits therefore, bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced failure of product to contain blood or medication, overfill, and discolored abnormal additive form. The following information was provided by the initial reporter. The customer stated: "it is reported customer is experiencing overfilling, additive abnormality and stopper leakage. Customer is experiencing over filling and leakage through the stopper during use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0104036, medical device expiration date: unknown, device manufacture date: (B)(6) 2020. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced failure of product to contain blood or medication, overfill, and discolored abnormal additive form. The following information was provided by the initial reporter. The customer stated: "it is reported customer is experiencing overfilling, additive abnormality and stopper leakage. Customer is experiencing over filling and leakage through the stopper during use."